Event description:
The reporter indicated that he was experiencing communication issues with his programming system, once the reporter's dell x5 hand held device was replaced with a new hand held device, the event reportedly resolved. Good faith attempts for product return are in progress.